Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4) .it was reported that the patient underwent mesh removal surgery on (B)(4) 2016 due to non-incorporation of mesh to the tissues. It was also reported that the patient experienced recurrent ventral hernia, pain, bulge and adhesions. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.